Manufacturer narrative:
(B)(4): the set screws were returned for evaluation. Visual examination confirmed the set screws were damaged. Reportedly the reducer was not utilized during provisional tightening, resulting in the rod not being fully seated at l5, and overcoming the set screw retention force, resulting in the foregoing event.

Event description:
It was reported that the patient underwent spinal surgery with instrumentation from l4 to s1. There was a slight slip at l5/s1. The surgeon instrumented the left side without incident. The surgeon then placed the screws on the right side. The surgeon performed final tightening at l4 and s1; the set screws were broken off. During final tightening at l5, the surgeon felt grinding and heard a "pop" upon breaking off the set screw at the break-off point. The provisional driver was removed. It was noted that the screw was medial from the axis and that the set screw appeared to have jumped a thread. The surgeon removed the set screw. The hcp tried a second set screw and used a driver without the counter torque. The surgeon encountered the same problem; the screw was off axis. The surgeon removed the second set screw. The surgeon then used a third set screw along with the provisional driver. The surgeon did not feel it was correct and removed the set screw before it reached the break-off point. The surgeon tried a fourth set screw. He used the rod reducer on the screw and did not feel the rod move. The set screw was tightened down with the provisional driver through the rod reducer. Once the set screw was tightened, the instruments were removed and the set screws were broken off with the counter torque and break off driver. The surgeon did not encounter any issues during break off of the set screws. It is suspected that the rod was not fully seated before tightening the set screws which resulted in the reported event. No additional patient complications were reported.